Event description:
Rptr did back to back blood glucose tests, 1 after the other, using different finger sticks and strips. The results were 222, 184 and 17mg/dl. Rptr did not have any symptoms. A control test of 125 was in range. On followup, rptr states having enough blood on strip for the last (17mg/dl) test, and that the confirmation dot was completely blue. Rptr did not have supplies for further control testing. No harm was alleged.